Event description:
(B)(4).

Manufacturer narrative:
As allowed by exemption # (B)(4) (the importer) is submitting the report on behalf of heraeus (B)(4) (the manufacturer). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. The material used was of mixed lots due to the fact that the dental lab purchases large containers (10 kg) and reduce this amount in the lab by re-filling continuously smaller containers in a kind of solera-technique. The directions for use states, "product contains monomers (e.g. Methacrylates) which may cause skin allergies, especially with sensitive patients. For patients with a resin allergy history or when allergic reactions are observed, the product is contraindicated."